Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent gynecological procedures on (B)(6) 2007 and (B)(6) 2010 and pelvic floor repair mesh and ams mesh, elevate and miniarc sling, were implanted. There was no indication of which product was implanted on which date. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(6).

Manufacturer narrative:
(B)(4). Recurrence of pelvic organ prolapse. Dyspareunia. Additional narrative: it was reported that after implantation of mesh on (B)(6) 2007 the patient experienced recurrence of pelvic organ prolapse and stress urinary incontinence as well as infections and dyspareunia. The patient had an ams elevate anterior and apical system and a mini arc sling implanted on (B)(6) 2010.